Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident. A technical support specialist (tss) requested to reached out to technician to unlock the cubie issue was resolved. The system functioned as intended after the technical support specialist investigate the device.

Event description:
T was reported that when using the bd pyxis¿ medbank tower, a cubie became stuck. The customer requested assistance to unlock the cubie so that the medication could be accessed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.